Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Ceramtec is listed as the manufacturer of the head which would be considered off-label. However, ceramtec is a supplier of biolox heads therefore the head cannot be ruled out as a zimmer biomet component. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11 h1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unk ceramtec biolox head. G2: foreign ¿ south korea. Journal citation: do, m.u., seo, j-s., kang, s.w., koo, h.t., suh, k.t., and shin, w.c. (2025). Total hip arthroplasty using dual mobility cups for failed hip fracture fixation. Clinics in orthopedic surgery 17(4), 575-581. Https://doi.org/10.4055/cios24372. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that three patients experienced deep joint infection post hip procedure on an unknown date. Attempts have been made and no further information has been provided.